Event description:
Boston scientific received information that this left ventricular lead displayed a high, out of range pace impedance measurement. The patient was seen in clinic for follow up. All other impedance measurements were normal. Loss of capture was noted. Data from the device was reviewed and most impedance measurements were within the 440-525 ohm range. Lv configuration was changed to lv tip to right ventricular coil with resolution of the issue. It was also reported that around october or november of last year, an out of range measurement was recorded. At that time, the patient was brought in and the lv configuration was adjusted. As of today, available information indicates the lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.